Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0vr03, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0vr03, (B)(6), (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the first time the patient required surgery, it was because they moved a lead out of place. The patient stated this occurred in 2014 or 2015. No patient symptoms were reported. No further complications were reported.